Manufacturer narrative:
Date of report: 08/23/2018. Date received by manufacturer: 06/18/2018. Additional information: UDI; (method, results, conclusion codes). The customer's technician evaluated the device and determined that the 35 volt supply failed entry. The technician replaced the battery to address the event. The ventilator was reportedly in working condition for patient use. A root cause could not be established as no parts were returned for evaluation and the unit was not evaluated by a philip's representative.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Caller reported that when reviewing the drpt they found an e/c 111b - 35v supply failed entry. There was no patient involvement.